Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported, the patient has high impedances across their left lead. As a result, surgical intervention may be undertaken to address the issue.

Event description:
Additional information indicates that the allegation is on the extension which was reported on related manufacturer report reference number: 1627487-2024-09545. As a result, there is no allegation against the lead.

Manufacturer narrative:
B5: additional information indicates that the allegation is no longer on the lead.